Event description:
Patient alleged that device is not delivering the correct amount of insulin because patient has had high blood glucose levels (300+mg/dl) for quite some time. Patient reported that device has not generated any error codes during this time. Patient attempted to self-treat high blood glucose by bolusing insulin several times. But patient was unsuccessful. Patient switched to back-up device.